Event description:
Olympus (omsc) was informed that the customer evis lucera duodenoscope was returned to the olympus repair center for a reported a forceps elevator malfunction, ¿cut forceps raising wire, cutting cannot be done¿. The customer reported problem was found during an unspecified event. However, upon inspecting and test, a foreign object was identified clogged inside the air/water nozzle at the distal end of the scope.

Manufacturer narrative:
The repair evaluation confirmed the customer reported issue, cuts are observed in the forceps wire. Also, a foreign object was identified inside the air/water nozzle at the distal end of the scope. Additionally, the angulation is insufficient due to stretched angle wire. The control knobs are out of specification due to a stretched angle wire. The insertion tube has wrinkles. Pieces of the adhesive from the bending section cover are cloudy, cracked and missing. The light guide lens is cracked, and the adhesive of the light guide lens came off. There are cosmetic scratches on the insertion tube, the protective boot cover, the universal cord, and the scope connector label is peeling off. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the foreign material in the nozzle was recognized but unspecified. Moreover, no deformation of the nozzle was observed and there were no obvious deviation of reprocessing by the customer. Therefore, the cause of the remaining foreign material is unknown.

Event description:
It was further reported that no device fragment or foreign object fell into the patient with the use of the subject scope, and it was confirmed there was no adverse outcome to the patient or procedure. Additionally, the customer provided information regarding the reprocessing of the scope. The scope was cleaned, disinfected, and sterilized prior to requesting repair. The customer was unaware that a foreign object adhered to the air water nozzle of the scope. There was no delay in pre-cleaning after clinical use. Air and water were able to be supplied to the air/water nozzle.